Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received software error alarm during basal. The customer's blood glucose was 163 mg/dl at the time of incident. The customer stated that the alarm did not occur while trying to change settings on the insulin pump. The customer stated that the alarm did not occur after a battery change. The customer stated that the alarm did not occur during priming. The customer was advised to disconnect from the insulin pump. The insulin pump will be returned for analysis.